Event description:
It was reported the patient had stimulation in the wrong location. The reporter stated they were trying to get the device to work. The reporter further stated that in the last couple of days their stimulation was going down their legs instead of their back. It was noted the patient was not feeling ¿the vibration¿ like they were when the implantable neurostimulator (ins) was first implanted. It was further noted the patient saw a low patient programmer battery screen. It was noted the patient recharged their ins for over 12 hours, but the ins levels showed a quarter full. It was further noted that the recharger battery was showing full charge. The reporter stated there was a communication and coupling problem. It was noted that the patient saw a reposition antenna screen on the recharger. It was further noted that the patient had zero coupling boxes. The reporter stated they tried using the antenna locate feature and the highest number they achieved was 44. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).